Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient experienced elevated blood glucose (bg) of 700 mg/dl with no symptoms suggestive of hyperglycemia the prior night. There were no details provided regarding the treatment of this reported bg elevation. The reporter stated that the patient had previously contacted animas regarding the battery cap being damaged and was awaiting the arrival of a replacement battery cap for the pump. The patient continued to use the pump against medical advice during this time and the pump was powering off as a result of the damaged battery cap. The reporter stated that damaged battery cap was taped to the pump and the patient continues to wear the pump and is not using an alternate delivery method of insulin. Animas customer technical support (acts) advised the reporter of the need to use alternate delivery of insulin and to call the patient's healthcare provider for instructions. This complaint is being reported because the patient experienced elevated bg as a result of knowingly using the damaged insulin pump for insulin delivery against medical advice and not switching to a backup method of insulin delivery as previously advised.

Manufacturer narrative:
The product has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.